Event description:
The customer contact reported inaccurate delivery. The pump was returned to the biomedical department with an unsigned note that stated, "broken. Not pumping right rate or amount programmed." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility, and was returned to clinical service.